Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection cuts in the lead body were noted which most likely occurred during the explantation procedure. The insulation was still intact. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the mechanical and electrical analyses were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the information available for analysis, the root cause of the clinical observation was not determinable. However, considering the implantation time and the morphology of the noise signals, it cannot be excluded that the clinical event resulted from an incorrectly tightened set screw or blood in the header bore. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 5 months, oversensing with inappropriate therapy as well as impedance values > 3000 ohm were reported via home monitoring. A possible lead fracture was assumed. The patient was called into the clinic. The lead was replaced on (B)(6) 2017, but not yet returned to biotronik for analysis.